Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with damaged insulation to the conductor wire's insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument. There was no material missing from the insulation. The instrument passed an electrical continuity test. A review of the instrument log for the fbf (470205-17/n13200309 0055) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 9th use (of 10 maximum uses). There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the fbf instrument was found to have damage of the conductor wire's insulation and the electrical continuity test passed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have a damaged wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) attempted to obtain additional information related to the reported issue. However, no further details could be provided.